Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during an occurrence in the past, the customer was unable to load a cartridge due to having approximately 45 units of insulin in the cartridge, and received a valid minimum fill message. Reportedly, the event impacted the customer's blood glucose (bg) level; however, no additional information was provided on the reported event.